Manufacturer narrative:
Concomitant medical devices: product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2020, explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 20-aug-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the anchor was superficial and close to eroding through, as the patient has thin skin. It was reported that the physician examined the anchor and determined surgery was needed; surgery to bury anchor deeper was performed on (B)(6) 2021. No changes to the devices were made. Additional information was received from the manufacturer representative (rep). It was reported the cause of the anchor close to eroding through the skin was that there was a strain relief loop that was springing up and that may have been the cause. Healthcare provider (hcp) sutured down the loop and closed the incision. The issue was resolved.